Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Event description:
The customer received skin contact with the tri pure isolation reagent. It is unknown what kind of skin contact the customer received. The customer received treatment from the (B)(6) center. It is unknown what kind of treatment the customer received. It is unknown if the customer was wearing appropriate personal protective equipment. The customer's current condition is not known. This reagent can cause burns if it touches the skin. The package insert and material safety data sheet advise the use of appropriate personal protective equipment, including gloves, lab coat, and eye protection. The user is advised to work under a fume hood. If contact with the skin occurs, the user is advised to wash skin immediately with soap or mild detergent, and flush with large amounts of water for 15-30 minutes until no evidence of chemical remains, then seek medical attention.